Event description:
The customer reported via phone call that he had been experiencing differences between sensor and blood glucose level readings. The customer reported that he experienced the issue with multiple sensors. The customer also reported that the insulin pump went into threshold suspend with a sensor glucose level of 91 mg/dl and a blood glucose level of 149 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.